Event description:
This x-ray system stopped fluoro on the lateral generator, the xper module went dark, and the fluoro image would not update.

Manufacturer narrative:
(Method, results, conclusions) -the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. (B)(4)